Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x2 leads, implanted: (B)(6) 2013. (B)(4).